Event description:
It was reported that patient is experiencing ineffective therapy, x-ray imaging revealed patients lead migrated. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4) , serial: (B)(6) , batch: 5708164.